Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to burn damage on the main board. The main board was replaced to resolve the report. The main board was deemed unrepairable. The device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated.